Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented image noise, scope communication error e226 and foreign objects in the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions noise image and error e226: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of foreign objects: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.